Event description:
Per the info provided to co by the dr's office, through co's int'l rep, the device was removed due to "pain." As rptd to co, the entire device was removed and replaced with the same model inflatable penile implant, produced by the same MFR.